Event description:
Pharmacy called in on behalf of their patient. Receives ER 1. Tried 3 test strips and all receive an error for the results. Customer wants a refund and pharmacy wants a replacement sent to them.